Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message and will not tighten the lifeband was confirmed during functional testing and review of the archive data. When an error message is displayed, the lifeband will not retract. The root cause of the (ua) 07 was due to the failure of single point load cell module 2. The cracked covers and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in 2017 and is over 5 years old, past its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, the front and bottom covers were observed to be cracked in the screw well area. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of mishandling. The front and bottom covers will be replaced to address the issue. A review of the archive data showed (ua) 07 error messages; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells. Load cell characterization result indicated single point load cell module 2 is over reporting, which will affect the linearity of the two load cells installed in the autopulse platform. Single point load cell module 2 will be replaced to remedy the issue. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
During a manikin use, the customer reported that the autopulse platform (sn (B)(6)) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message. The customer was unable to clear the advisory as the lifeband never tightens, and it can't be pulled up. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.